Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is attributed to additional trauma. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was exchanged due to additional trauma that resulted in a broken nail. The broken im nail was replaced with a 10mm x 400mm standard nail per the sign technique manual. Surgeon comment: "was involved in a motorbike accident in which his bike was hit by a commuter bus and sustained open fracture of the distal third rught tibia. Xray revealed segmental frature right tibia with bending sign nail in situ. Was taken to district hospital and immediately rushed to us. We removed the nail and inserted another one after debridmal."